Event description:
Toothbrush head fall apart [device breakage]. No adverse event [no adverse event]. Case description: a (B)(6) consumer reported that while using an oral-b rechargeable toothbrush, version unknown, the oral-b flossaction brushhead fell apart. No symptoms developed. (B)(6) 2015 consumer follow-up revealed that 2 brush heads from a pack of 3 fell apart during brushing. No symptoms developed.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.